Manufacturer narrative:
The insulin pump had missing segments due to a cracked zebra connector at the display board. The insulin pump was received with a cracked case at the display window corners and battery tube threads. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the insulin pump had partial display on liquid crystal display. Customer's blood glucose was 128 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.